Manufacturer narrative:
The customer acknowledged understanding of proper reprocessing steps and stated brushes would be ordered for reprocessing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus employee reported that, while performing an in-service at the facility to observe the reprocessing of devices, it was found the facility did not perform a proper leak test and brushing cystoscopes was not part of their process. There was no effect on the patient reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to e2, e3 and g2 of medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause is due to device handling, incorrect or insufficient reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: chapter 7 cleaning, disinfection, and sterilization procedures 7.5 leakage testing after precleaning, perform a leakage test on the endoscope to ensure that it is waterproof by using mb-155 or wa23070a. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.